Manufacturer narrative:
(B)(4). Meter returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 150mg/dl fasting. Verified the strips expired 9/30/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 459mg/dl and 283mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: the customer is concerned with the result of 221 and 318mg/dl from the owner's booklet.